Event description:
Patient presented with highly tortuous iliac vessels. Access with the first bifurcated device was unsuccessful. The device was removed and the vessels were ballooned. A second device was opened and advanced. Access was uneventful, however, even though the silver pusher rod was advanced all the way, the main body was not fully deployed. The patient was converted to open repair, the device was explanted, and a surgical graft was sewn in. The rep stated that when the device was removed, the polyimide was separated near the front sheath.

Manufacturer narrative:
Additional device: model 28-16-140bl; lot# w07-2487; exp date: 1/1/11; MFR date: 01/08. Engineering evaluation of both devices indicated that the inability to advance the device could be contributed to the patient's highly tortuous anatomy. However, in the second delivery system (lot# w07-2487), the damage observed to the braided polyimide indicates excessive manipulations and separation due to loss of guidewire access. Review of lot records/work orders, prior reports. No issues were noted. The patient's highly tortuous anatomy and operational context contributed to the event.